Manufacturer narrative:
Visual inspection was performed on the exterior of the device and no damage was observed. A functional evaluation was performed and presented a motor stall error message. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about may 9, 2012 and has been in service for approximately four years. The root cause of this event was identified to be corrosion of the motor and gearbox assembly associated with expected wear and tear. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the powermax elite hand control overheated. A backup was available to complete the case. No delay was noted and no patient impact as a result.